Event description:
It was reported that noise was present on the right ventricular channel (rv) of the pacemaker system. The noise was sensed and led to the device storing some non-sustained ventricular episodes. In july 2023, there were observed changes in the rv trends for the amplitude, impedance and threshold (still acceptable values). It was noted that the patient was less than one percent paced in the rv. It was planned to bring the patient in for follow-up and attempt to reproduce the rv noise, do a chest x-ray and reprogram the device if necessary. The model and serial number of the rv lead are unknown. The pacemaker remains in service and no adverse patient effects were reported.